Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open procedure, the surgeon was able to squeeze the handle, but the jaws did not close. No clips were able to load properly into the jaws. Clips also fell into the patient¿s cavity and were retrieved. Another device of the same lot was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was returned with eight clips remaining. During a functional evaluation, there was a clip in the jaws. The handles were cycled, the clips were fired properly on test media with proper formation. In addition, the interlock engaged when the cartridge was empty. The instrument was binding. The ratchet system was not functioning properly. The instrument was disassembled to reveal damage to the ratchet system. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur if the user attempts to either pull apart the handles prior to completing the handle compression or attempting to squeeze the handles prior to fully releasing the handles after completing a handle compression. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition no further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.